Manufacturer narrative:
The patients driveline faults were previously reported under MFR #''s 2916596-2020-03622, 2916596-2021-00763, 2916596-2021-01754, 2916596-2021-02341, 2916596-2021-02941, 2916596-2021-04703, and 2916596-2021-05559. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had ongoing driveline fault alarms, and a weight loss of 13 lbs was noted in one month. A review of the log files revealed persistent driveline fault alarms throughout, but the data indicated that there were no interruptions to motor functionality. It was known that 1 of 6 wires in the patient's driveline was fractured, and the patient and their spouse opted not to proceed with a pump exchange. Because of this they were on orders to visit the clinic every month for follow up.

Manufacturer narrative:
Manufacturer's investigation conclusion review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The submitted log file contained data spanning from (B)(6) 2021 08:31:43 through (B)(6) 2022 09:35:11. The file captured the pump operating at a fixed speed of 9600 rpm with a low-speed limit of 9200 rpm. The log file captured a continuous string of driveline faults in phase 2 throughout the event history. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU, rev. H, and the heartmate ii patient handbook, rev. G, are currently available. The heartmate ii lvas IFU lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.